Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced a low blood glucose event on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer was also having an abdominal skin infection with swelling with fluid and blood at their infusion set site. The customer had the last 2 sets come off with dime sized pieces of skin. The customer was wearing the insulin pump during the incident. Troubleshooting for the low was not completed as the customer declined. Customer was advised to check with their health care professional about the site issues. The insulin pump will not be returned for analysis.